Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test.". The patient's past medical history included endometrial ablation. Concurrent conditions included neuropathy since 2015, connective tissue disorder since 2015, fibromyalgia since 2015, osteoarthritis since 2015, kidney disorder since 2015, bladder incontinence, gastric disorder and uterine bleeding. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse), psychological"), anxiety ("anxiety / mental anguish"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced menorrhagia ("menstrual hemorrhaging"), infection ("infections"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (total abdominal hysterectomy and left salpingo-oophorectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, menorrhagia, infection, female sexual dysfunction, anxiety, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, pelvic pain and vaginal discharge to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain, dyspareunia most recent follow-up information incorporated above includes: on 17-jul-2018: pfs+mr received, reporter added, events added as:- abnormal bleeding (general), apareunia (inability to have sexual intercourse), psychological or psychiatric problems: anxiety, depression and mental anguish, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)" in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test." The patient's medical history included endometrial ablation. Concurrent conditions included neuropathy since 2015, connective tissue disorder since 2015, fibromyalgia since 2015, osteoarthritis since 2015, kidney disorder since 2015, bladder incontinence, gastric disorder and uterine bleeding. Concomitant products included baclofen, bupropion hydrochloride (wellbutrin), clonazepam, desvenlafaxine, desvenlafaxine succinate (pristiq), estradiol, gabapentin, gabapentin (neurontin), hydroxychloroquine, hydroxychloroquine, hyoscyamine, medroxyprogesterone acetate (depo provera), melatonin, nsaids, omeprazole magnesium (prilosec), oxybutynin, paracetamol (acetaminophen), pramipexole dihydrochloride (mirapex) and promethazine. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2007, the patient experienced fatigue ("fatigue"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2008, the patient experienced anxiety ("anxiety / mental anguish") and depression ("depression"). On (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2008, the patient experienced nausea ("nausea"). On (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse), psychological"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced infection ("infections"), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdominal pain"). The patient was treated with clonazepam (klonopin), quetiapine, sertraline hydrochloride (zoloft), d&c and surgery (total abdominal hysterectomy and left salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and menorrhagia was resolving and the infection, female sexual dysfunction, anxiety, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion: on (B)(6) 2007, on (B)(6) 2007 have you applied for workers' compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present? Yes. Type of application: social security disability nature of claimed injury/disability: personal injury on (B)(6) 2015. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received- new event abdominal pain were added. Outcome of genital haemorrhage, menorrhagia, vaginal haemorrhage updated to recovering / resolving. Treatment and concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test." The patient's medical history included endometrial ablation. Concurrent conditions included neuropathy since 2015, connective tissue disorder since 2015, fibromyalgia since 2015, osteoarthritis since 2015, kidney disorder since 2015, bladder incontinence, gastric disorder and uterine bleeding. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse), psychological"), anxiety ("anxiety / mental anguish"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced infection ("infections"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (total abdominal hysterectomy and left salpingo-oophorectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, menorrhagia, infection, female sexual dysfunction, anxiety, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and vaginal haemorrhage outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received, abnormal bleeding (vaginal) event was added. Onset date was added. Product, patient & reporter information updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe persistent pelvic pain / pain/chronic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test.". The patient's medical history included endometrial ablation. Concurrent conditions included neuropathy since 2015, connective tissue disorder since 2015, fibromyalgia since 2015, osteoarthritis since 2015, kidney disorder since 2015, bladder incontinence, gastric disorder and uterine bleeding. Concomitant products included baclofen, bupropion hydrochloride (wellbutrin), clonazepam, desvenlafaxine, desvenlafaxine succinate (pristiq), estradiol, gabapentin, gabapentin (neurontin), hydroxychloroquine, hydroxychloroquine, hyoscyamine, medroxyprogesterone acetate (depo provera), melatonin, nsaids, omeprazole magnesium (prilosec), oxybutynin, paracetamol (acetaminophen), pramipexole dihydrochloride (mirapex) and promethazine. In (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On 30-nov-2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2007, the patient experienced fatigue ("fatigue"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced anxiety ("anxiety / mental anguish") and depression ("depression"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2008, the patient experienced nausea ("nausea"). On (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse), psychological"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced infection ("infections"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary") and urinary tract disorder ("urinary"). The patient was treated with clonazepam (klonopin), quetiapine, sertraline hydrochloride (zoloft), d&c and surgery (total abdominal hysterectomy and left salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved, the menorrhagia was resolving and the infection, female sexual dysfunction, anxiety, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2007 have you applied for workers' compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present? Yes type of application: social security disability nature of claimed injury/disability: personal injury on (B)(6) 2015. Patient received treatment for pain, abdominal pain, dysmenorrhea, gen. Abnormal bleeding, menorrhagia. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain, dyspareunia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: new events were added: bladder/urinary, event outcome and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe persistent pelvic pain / pain/chronic pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test.". The patient's medical history included endometrial ablation. Concurrent conditions included neuropathy since 2015, connective tissue disorder since 2015, fibromyalgia since 2015, osteoarthritis since 2015, kidney disorder since 2015, bladder incontinence, gastric disorder and uterine bleeding. Concomitant products included baclofen, bupropion hydrochloride (wellbutrin), clonazepam, desvenlafaxine, desvenlafaxine succinate (pristiq), estradiol, gabapentin, gabapentin (neurontin), hydroxychloroquine, hydroxychloroquine, hyoscyamine, medroxyprogesterone acetate (depo provera), melatonin, nsaids, omeprazole magnesium (prilosec), oxybutynin, paracetamol (acetaminophen), pramipexole dihydrochloride (mirapex) and promethazine. In (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2007, the patient experienced fatigue ("fatigue"). On 1-jan-2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced anxiety ("anxiety / mental anguish") and depression ("depression"). In (B)(6) 2008, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2008, the patient experienced nausea ("nausea"). On (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse), psychological"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), infection ("infections"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder/urinary") and urinary tract disorder ("urinary"). The patient was treated with clonazepam (klonopin), quetiapine, sertraline hydrochloride (zoloft), d&c and surgery (total abdominal hysterectomy and left salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved and the abdominal pain, infection, female sexual dysfunction, anxiety, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2007, (B)(6) 2007. Have you applied for workers' compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present? Yes type of application: social security disability nature of claimed injury/disability: personal injury on (B)(6) 2015 patient received treatment for pain, abdominal pain, dysmenorrhea, gen. Abnormal bleeding, menorrhagia. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome for the event "abnormal bleeding (menorrhagia)/ menorrhagia" was updated to recovered from recovering. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual hemorrhaging") and infection ("infections"). The patient was treated with surgery (total abdominal hysterectomy and left salpingo-oophorectomy ). Essure was removed. At the time of the report, the pelvic pain, menorrhagia and infection outcome was unknown. The reporter considered infection, menorrhagia and pelvic pain to be related to essure. Company causality comment. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.